Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin is squirting out during the manual prime process. The customer stated the pump is alarming compromised force sensor. Customer stated they are unable to describe any possible damage to the drive support cap. Customer stated his other pump went off and he put in a new battery and it will not turn on. The customer was advised to discontinue use of the pump and revert to back up plan. Offered low blood glucose troubleshooting and customer declined because he gave himself too much insulin. The customer's blood glucose was 63mg/dl and drank a soft drink and blood glucose went up to 128mg/dl.